Manufacturer narrative:
There is no info available regarding the evaluation and repair of the system other than it was evaluated and repaired.

Event description:
Customer reported problems with images, movement errors, and the keyboard is not working. No pt injury was reported.